Manufacturer narrative:
Investigation summary: bravo ph high reading can occur due to: improper storage condition of the capsule ¿ there is no information in the complaint regarding storage condition at customer site; expired capsule ¿ the bravo capsule was used about three month after production ((B)(6) 2017); production failure ¿ DHR review performed, all the production tests pass successfully indicating that the product was released meeting finished product specifications; improper calibration ¿ the complaint do not mention any calibration issues during the procedure; reference gel dry out ¿ based on the CAPA (B)(4) if the sealing at the tip of the reference electrode is compromised, the drying process of the reference gel becomes faster. After reviewing all of the above the most probable root cause is the dry out of the reference gel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter they have a bravo study with blue lines throughout the study. There was no harm to the patient, but a repeat procedure was performed. No other known adverse events were reported.